Manufacturer narrative:
Evaluation summary: visual inspection did reveal that the sheath hub was completely separated from the sheath tubing with some tubing elongation and kinking evident. The tubing material was white in color, smooth and flexible, with no holes, cracks, or other surface anomalies. External examination of the hub was unremarkable. Internal examination of the hub verified the presence of sheath residue at the flange location where the tubing separated. Again, there was evidence of tubing elongation from the flange. A review of historical data for the same lot of sheaths made at the time of this unit revealed no failures that were similar in nature to this complaint unit. This failure is suspected to be a random failure that was not associated with a significant manufacturing process problem.

Event description:
Event: after iab and sheath were inserted into pt, balloon would not inflate. Everything was checked and nothing was identified to be wrong. Surgeon decided to remove iab and sheath. When iab was removed, it was noted that only sheath hub was present. Remainder of sheath was in pt. Surgeon had to perform cutdown and open artery to locate and remove sheath. Removal of sheath was not traumatic. Pt was alive and well. Second iab was inserted with no problems. On 2/11/1998 it was reported that when balloon was inserted into pt it would not inflate. Everything was checked and no problems were identified. Surgeon decided to remove balloon and noticed that hub came off of sheath when he removed balloon from pt. Remainder of sheath shaft was left inside of pts artery. Surgeon had to perform a cutdown and open artery to locate and remove remaining section of sheath shaft. Removal of sheath from pts artery was not traumatic. Second balloon was inserted without any difficulties and pt was supported for less than 24 hours. Pt was successfully weaned off pump. [Event complications]: cutdown to open artery to remove sheath - reported 12/31/1997. [Pt's current status]: well - rpt'd 1/5/1997.